Event description:
It was brought to my attention that in late (B)(6), during a robotic assisted laparoscopic sleeve gastrectomy the robotic stapler was loaded to the arm and it instantly went in to a non-recoverable fault. The system was powered down and restarted but again went in to non-recoverable fault requiring the system to be restarted. The stapler was again reloaded and for the third time the system went into non recoverable mode. The manual stapler was used to complete the procedure. No injuries were sustained by the patient.